Manufacturer narrative:
H6; broken feed cam. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw, no; condition of handle halves, good; crimp location, good; jaw condition, good; jaw position, open; and shaft condition, good. Functional tests & results: could the instrument be cycled, yes and number of clips fired, 20. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with a broken feed cam, but was otherwise in good physical condition. No conclusion could be reached as to how this damage occurred. The instrument was cycled and fed the clips as designed. The clip form was within design specification. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.

Event description:
It was reported the al326 was used during an unk procedure. It was reported by the affiliate the clip dropped from the jaw in the unopened packaged. The device was not used. There was no consequence to the pt.